Event description:
It was reported that noise was seen on the electrograms (egms) of both of the non-boston scientific right atrial (ra) and right ventricular (rv) leads at the same time. The noise was reproducible with isometrics in the clinic. Lead on lead interference was suspected. Technical services (ts) was contacted, and ts discussed options. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the noise was occasionally oversensed. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.